Event description:
It was reported that during a mildly tortuous, moderately calcified, left main stenting procedure, after post dilatation, a non-abbott stent was deployed. A nc trek balloon dilatation catheter (bdc) was advanced without difficulty for post-dilatation and the balloon was inflated to nominal pressure. There was contrast seen and the physician could not deflate the balloon. The physician felt resistance with removal of the bdc and the tip of the bdc separated into two pieces with removal. A snare was used to successfully retrieve the distal bdc into the guiding catheter and it was removed. Upon removal the balloon was found missing from the bdc. A full scan was done on the patients anatomy and the balloon was never found. The non-abbott stent was fully implanted without issues; therefore, the procedure was complete. The patient remained stable during the entire procedure. There were no issues reported during preparation or difficulty with removing the protective sheath. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty or difficulty removing could not be confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.